Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm software error during normal use. Customer's blood glucose at time of incident was 156 mg/dl. The customer was able to clear alarm and finish prime process. The customer stated they run a self-test and it is not ok. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return broken pump for analysis. The alarm occurred second time.

Manufacturer narrative:
The pump error was found in the formatted history file due to a software error. The pump was received with a cracked and scratched keypad overlay as well as minor scratches on the lcd window and case.